Event description:
It was reported by a customer in (B)(6) that, during pt use, an 840 ventilator generated an alarm indicating "low o2 level". The pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the o2 sensor to resolve the issue. The unit passed all tests, and it was observed to be operating within mfg specifications. Covidien reference #: (B)(4).